Event description:
The nurse reported that the pt was having an ash split catheter inserted and was intendelenburg position. Nurse heard a sucking noise. The pt was placed on the left side. The pt experienced an air emboli but was fine. The physician stated that the device cracked.